Event description:
Medtronic minimed affiliate reported customer being hospitalized with high blood glucose level of over 600. And having repeated bent cannulas. Troubleshooting was performed and pump is returning for analysis.